Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station upgrade device was not pulling patient data. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station upgrade device was not pulling patient information. A technical support specialist (tss) remotely accessed the station and identified that the maintenance service was disabled. The service was set to automatic startup and restarted. The customer was contacted and provided with an update, and confirmed the issue was resolved. The system functioned as intended after technical support specialist troubleshot the device.